Event description:
It was reported that when the speech processor was put on the patient's head she had overloud and a painful impression of sound. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.